Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us contacted zoll to report that a patient had pressure marks under the vibration box. The patient was reportedly sitting a lot. The patient's nurse indicated that the patient's doctor would 'take care regarding mark' and the distributor provided a larger garment size. In an attempt to follow up on the skin condition, the patient indicated that the marks improved. Information regarding the nature of the medical care, if any, was unable to be obtained.